Event description:
It was reported that the pump caught fire and exploded while charging. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.